Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped and the screen was crushed. The customer¿s blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.